Event description:
The customer reported the cartridge was empty and the error data showed neither message cartridge low nor cartridge empty. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.